Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2y6j2, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-16 additional information was received from the manufacturer representative stating that device explant was planned for (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID: 978b128 (lot: va2y6j2); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency) it was reported that the patient was experiencing increased symptoms (incontinence) and feeling a ¿shock¿ sensation; noted this occurred once the day prior to meeting the representative (rep). Rep offered to try to troubleshoot the device by checking battery/impedance, as well as trialing different programs. Pt agreed to plan. Rep checked battery and impedance, no issues noted. Rep trialed all programs, pt reported sensation at program 7 - felt sensation vaginally at 1.3, reported feeling a ¿shock¿ sensation that began from the vagina and traveled back towards the rectum. The patient was experiencing pain, discomfort/soreness/pinching and return of baseline symptoms of urinary incontinence. The device was turned back off, per recommendation and pt request. Pt noted they felt more comfortable with the device off as they were getting ready to go on a trip. Per staff, pt was going to be scheduled for an explant, device remains off at this time.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins)(s/n: (B)(6) revealed the device passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was explanted on (B)(6) 2026 and that the clinical specialist associate was present for the explant.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.